Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On 12/14/2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter read inaccurately high compared to their feelings and/or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred on an unspecified date during the end of september or start of (B)(6) 2016. At this time the patient obtained blood glucose results in the range of ¿300-400mg/dl¿ with the subject meter. The patient manages their diabetes with insulin pump therapy and stated that they took their normal dosage of insulin based on the alleged high subject meter results. The patient stated that within 30 minutes of this they developed the symptoms of ¿shakiness, headache and lightheaded¿ and then went on to ¿pass out¿. In response to this the patient¿s partner (non-hcp) gave the patient orange juice and glucose tablets by means of treatment. The patient¿s partner also called the emergency medical services (ems) who took the patient in to the emergency room (e.r). The only additional treatment the patient received in e.r was that they were given oxygen ¿to keep the patient¿s pulse up¿. No further treatment was required at this stage. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient was unable or unwilling to walk through a control solution test. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them developing signs/symptoms which meet lfs¿s criteria for a serious injury reportable adverse event.